Event description:
The customer reported one occurrence of a prisma machine reading a negative fluid removal value. Facility's clinical care coord stated that the incident happened ten mins after the pt was started on prisma for the first time. She was unable to verify whether the event resulted in an inadequate fluid removal for this pt.